Event description:
As reported, approximately 5 years post op initial left tka, this 74 y/o male patient was revised due to a loose femur and recalled poly. Patient complained of pain. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): 521-78-23 - threaded pin size 2.3 collared 2pk 4976625. 521-78-31 - threaded pin size 2.6 collarless 2pk 4915628. 02-020-11-0350 - truliant ps cem fem ps cem right sz 5 4876544. 02-022-35-5011 - truliant tib imp ps insert sz 5 11mm 4906188. 02-022-45-5040 - truliant tib fit tray cem sz 5f / 4t 4894512. 200-07-35 - advanced patella 35mm 3 peg implant 4869655. 201-78-15 - holding pin mini sharp point 4 pk 4961600. 201-78-18 - holding pin headless no ribs w/30 deg pt 4 pack 4558913. 02-020-11-0250 - truliant ps cem fem ps cem left sz 5 (B)(6). 02-022-35-5013 - truliant tib imp ps insert sz 5 13mm 4850786. 02-022-45-5040 - truliant tib fit tray cem sz 5f / 4t 5042422. 200-07-35 - advanced patella 35mm 3 peg implant 5441520.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: b, c, d, e the reason for the revision reported cannot be confirmed from the information provided but may be the result of femoral loosening, the reported pain, or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and were not provided if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.